Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Device evaluated by manufacturer? Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and elevated iop associated with excessive vault was noted. The lens was removed and replaced with a shorter length lens and this resolved the problem. The patient's post-op uvca was 20/20.